Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer representative regarding a patient who was receiving morphine 2 mg/ml; 0.3200 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2018. It was reported the pump had multiple motor stalls and recoveries; (B)(6) 2018 motor stall occurred 12:16 pm; (B)(6) 2018 motor stall recovery 12:45 pm; (B)(6) 2018 motor stall occurred 23:05 pm; (B)(6) 2018 motor stall recovery 23:58 pm. The patient had magnetic resonance imaging (MRI) (B)(6) 2019 around 4:10 pm, and upon interrogating the pump the logs read that a motor stall occurred at 6:18 pm on (B)(6) 2019. The pump clock was two hours "off" and that this would have been the time the patient entered the MRI field confirming that this time was correct. The MRI was not due to a suspected problem with the device or therapy. Motor stall recovery had not occurred. It was not less than 2 hours since patient exited the MRI field. Interrogation did not result in a recovery. The hcp planned to continue to interrogate the pump every 20 minutes for a recovery and medically manage from there. No symptoms were reported. No further complications were reported.